Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post three days of observation in hospital, after a right atrial (ra) lead implant, with suboptimal lead data, the right atrial (ra) lead exhibited non-capture; the ra threshold and further atrial data could not be measured and both bipolar and unipolar impedance had increased and were elevated. The ra lead was planned for repositioning. During the revision procedure a thread was pulled out of the ra lead, which was likely inadvertently sutured into it, on pocket closure, during the initial implant procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.